Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, the surgeon was using the acetabular finish impactor and the plastic tip cracked and broke off inside the pt. The piece was retrieved. An x-ray was take at end of the case for implant placement. No fragments detected. The two broken pieces were checked and fit together.